Event description:
During percutaneous vertebroplasty, clear-view bone access needle was placed as usual into vertebral body, but unable to connect cement delivery system due to defect in needle. Defective needle removed and new one used. There was a slight delay in procedure.